Event description:
The plaintiff's attorney alleged that the pt experienced cardiac arrest, ventricular fibrillation, and cad and expired on that same day. These claims were allegedly caused by the exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is one event for the same pt involving two separate products.